Event description:
It was reported that the customer had a threshold suspend alarm yesterday and he was on 400 mg/dl. Customer's last blood glucose was 366 mg/dl. Customer treated with the pump and feels fine. Customer had 2 calibration errors and a change sensor alert. Sensor will be replaced. No further assistance needed.

Manufacturer narrative:
Findings: (B)(4) analysis inspected 2 opened/used enlite sensors and performed bicarbonate buffer test per (B)(4). 1 of 2 failed per spec. For low reading. 1 remaining sensor passed per spec. With accurate readings.